Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter hematology analyzer with irf & mrv analyses generated white blood cell (wbc) voteouts while running samples. Customer reported that when they opened the unit, there was a pool of diluted blood in right side of the diluter. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the differential sample line, cleaned the blood residue and replaced the radio frequency tube.

Manufacturer narrative:
(B)(4).